Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation

Event description:
(B)(6) 2015 alleged catheter breakage. It is reported, in the journal of japanese society of pediatric cardiology and cardiac surgery, that the broviac catheter was placed in a (B)(6)-old female patient with congenital hyperinsulinemia for administration of high concentration of sugar infusion via the right external jugular vein. In (B)(6) months after her birth, the broviac catheter was determined to be replaced with a port system for a home care. As a procedure for replacement, the catheter was intentionally cut to secure the route for a guidewire to advance into the vein. The article reported that when the distal end of the guidewire was being inserted from the proximal end of the intentional remained catheter into the lumen of the catheter in the vein, the catheter was inadvertently lost by procedural error. Allegedly, this caused the catheter migration into the right pulmonary artery. It was reported that the migrated catheter was removed with a snare wire. Please note that the hospital admitted that the alleged migration was caused by the user's technical error and would not provide us further information to this event.